Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the actions interventions taken to resolve the low battery reset/safe state was the healthcare provider reset the pump to their simple continuous rate. The pump was replaced (B)(4) 2017. No further complications reported or anticipated.

Manufacturer narrative:
Analysis found high resistance in the pump battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that an alarm was heard and confirmed by telemetry to be a critical alarm due to low battery reset occurred and safe state occurred. It was noted that the patient¿s pump logs showed the pump went into safe state on (B)(6) 2017 and on the date of the report (B)(6) 2017 the patient came in for a normal refill. It was indicated that they checked the serial number of the pump and it was in the population of pumps that may potentially be affected by the battery performance field action. The pump was now delivering morphine [10 mg/ml] at minimum rate. It was stated that there had been no other adverse events from here and no complications were reported.